Manufacturer narrative:
Initial report sent: 12/07/2007.

Event description:
Procedure type: lap gastric bypass. Patient gender: unknown. According to the reporter; anvil detached from the tube while in patient's esophagus. Once located with e-ray the anvil was removed. A new instrument was used to complete the procedure. Surgical time was extended one hour. No patient injury was reported.